Event description:
The customer reported that pump serial number (B)(4) has door dose not fully latch messages. There was no pt injury reported. No further info was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Evaluation could not reproduce reported symptom of "constant door not fully latched". Review of history log found multiple events of "door jammed" messages, which correspond with the reported symptom of "constant door not fully latched". Unit received with the door operating as expected with a loaded IV set. Unit was reworked to ensure continued proper functionality.